Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 59 mg/dl with severe headache associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump's history. It was reported that the patient's healthcare provider made recent changes to their basal rate. Cts determined that the patient not responding to an alarm in a timely manner caused the bg excursion and referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.